Manufacturer narrative:
It was reported that the patient was prescribed with oral antibiotics for a duration of 10 days (specific date not reported). The issue has resolved. This report is submitted on march 20, 2023.

Manufacturer narrative:
This report is submitted on february 27, 2023.

Event description:
Per the clinic, the patient experienced an inflammation at the implant site and underwent a procedure to drain the fluid (specific date not reported). The implanted device remains.